Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq system package was missing the test strips and the literature. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue during the "2nd week of (B)(6)" in the evening. The patient reported using self adjusting 70/30 insulin to manage his diabetes, his typical dose is 30 units. On the day of the alleged issue, he decreased his dose of medication from 30 units to 15 units of insulin. The patient reported the next morning, he developed symptoms of "spot in from of his eyes and a headache." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient denied receiving further medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was missing product in the system. The cca noted that closure seal on the packaging was not intact prior to opening. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment which meets lfs' criteria for a serious injury. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
((B)(4) 2012) correction:the manufacturer was inadvertently set to lifescan milpitas, but it should be lifescan (B)(4) for the verio product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.